Event description:
The device was returned for a valve 1 leak. The device was unable to perform infusion and alarmed at startup. The device was reverted to manufacturing mode and pneumatic hardware testing confirms gross valve leak failure. Additionally, it was found a handle screw mount was broken. The piece of broken handle could not be identified in the pump and no complaints of rattling were received, which suggests it was removed from the pump during a manufacture process without a handle replacement.

Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: pump problem. Pins were cleaned, did not pass test infusion. No patient harm, issue did not stop active infusion. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.